Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device was not able to power up when the lid was opened. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The cause of the reported issue was due a faulty reed switch sw5, component. The device was archived by stryker and the customer received a replacement device.